Manufacturer narrative:
The returned device was evaluated. During evaluation the device passed all visual and functional testing. The reported failure mode was reproduced by introducing an inanimate device to the sensor. Per the rad-8 pulse oximeter operator's manual (lab-5303c) "the rad-8 pulse oximeter and accessories are indicated for the continuous, non-invasive monitoring of functional oxygen saturation of arterial hemoglobin (spo2). The rad-8 pulse oximeter and accessories are indicated for use with adult, pediatric, infant and neonatal patients during both motion and no motion conditions, who are well or poorly perfused patients in hospitals, hospital-type facilities, mobile and home environments." The sensor was determined to be functioning as designed.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that "during electrical testing the device is sporadically showing pulse and saturation. This error could be reproduced with a pen put inside the sensor". No known impact or consequence to patient.